Event description:
The customer reported that the battery failed to charge.

Manufacturer narrative:
The customer reported that the battery failed to charge. A philips field service engineer went to the customer site and determined that the ac power module had failed. The customer replaced the ac power module which resolved the failure.